Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
No capture and intermittent sensing was reported, resulting in inappropriate hv therapy. During the attempt to reposition the lead it was observed that the lead was in its original position suggesting micro-dislodgement. The lead was replaced.